Event description:
The father notified nurses that are of ivf's was wet. When nurse examines ivf's found the cannula was not in place. No cannula present only the yellow hub was found under dressing. The dorsal aspect of the right hand where the cannula was inserted did not present infiltration at that moment. The cannula was not found. The pt was evaluated, by a surgeon, who ordered a right hand sonogram with doppler, looking for the cannula. Right hand sonogram with doppler was done to look for cannula localization on (B)(6) 2011.